Event description:
A malfunction was reported with a pump, though no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was informed they could continue using the pump and advised to call back if the issue happened again.